Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. The complete system was successfully explanted and replace. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct the aware date on the report details.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. The complete system was successfully explanted and replace. No additional adverse patient effects were reported outside the revision procedure.